Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, an infrarenal aortic extension, and three limb stents on (B)(6) 2012. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 1b endoleak. On (B)(6) 2016 the physician elected to implant an additional bifurcated stent and two limb stents to seal the endoleak. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 3b endoleak of the main body. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use, increase in the infrarenal aortic angulation, and an increase in the left iliac limb at the bifurcation. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Correction, during the evaluation of a complaint event the clinical evaluation identified through computed tomography (CT) done on (B)(6) 2017 the patient had a type 1a endoleak and a type 3b endoleak of the proximal extension. The patient had an angiogram completed on (B)(6) 2016 which confirmed the type 1a endoleak, the type 3b endoleak of the proximal extension, and an additional type 3b endoleak of the main body. The physician elected to repair the endoleaks on (B)(6)2017 by implanting an additional bifurcated stent and two limb extensions. The patient is reported to be in stable condition.